Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. While being applied to the base of the appendix the stapler clamped the tissue but would not fire. The case was completed using a new reload. No patient injury.